Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegations of electrical issues were not confirmed through analysis.

Event description:
Boston scientific received information, that during the implant procedure, this implantable cardioverter defibrillator (ICD) exhibited pacing impedance measurements of greater than 2,000 ohms, and high pacing threshold measurements. During generator replacement, initial measurements of the associated right ventricular (rv) lead were satisfactory. Similar measurements were observed through a competitor's pacing system analyzer (psa), and this ICD. However, when the device was implanted into the pocket, loss of capture, and pacing impedance measurements of greater than 2,000 ohms were observed. The associated rv lead was retested through the psa, and normal measurements were observed. This rv lead was then again placed in this ICD header, but once again pacing impedance measurements of greater than 2,000 ohms were observed. The associated rv lead was removed from the device, retested through the psa and the device another 3 times with results identical to the above, which indicated there was no rv lead damage. The decision was then made to implant a new teligen ICD device, which produced pacing impedance measurements of 1,950 ohms and threshold values of 4.5 volts. The rv lead was then retested with the original contak renewal device, and results similar to the psa were obtained. The lead was finally tested again with the new ICD, and pacing impedance measurements of 478 ohms and a pacing threshold of 1.8 volts were observed. It was suspected there was difficulty passing this lead through the teligen header, and a tenuous connection between the lead and device. There were no adverse patient effects reported.